Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances. The shock impedance has been rising since implant values and the rv lead has been implanted more than ten years. Over the past year the impedance has not risen, has just been variable up and down. The generator change will be completed when the device gets near elective replacement indicator. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances. The shock impedance has been rising since implant values and the rv lead has been implanted more than ten years. Over the past year the impedance has not risen, has just been variable up and down. The generator change will be completed when the device gets near elective replacement indicator. The rv lead remains in service. A commanded shock or a lead replacement were recommended. The output has been observed high. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Additional information was added to the following fields to capture the revision procedure of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances. The shock impedance has been rising since implant values and the rv lead has been implanted for more than ten years. Over the past year, the impedance has not risen, has just been variable up and down. The generator change will be completed when the device gets near the elective replacement indicator. The rv lead remains in service. A commanded shock or a lead replacement was recommended. The output has been observed high. The patient presented for evaluation in the office check. Subsequently, a revision procedure was performed and rv lead was surgically abandoned, while the device was explanted due to normal battery depletion. Both products were successfully replaced. No additional adverse patient effects were reported.